Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Healthcare professional confirmed rupture. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, d1, d2a, d2b, d4, g2, g4, h4,h.6.

Event description:
Patient reported implant rupture. Healthcare professional confirmed rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.